Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and hemorrhage are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 a 3.50x18mm xience sierra stent was implanted. On (B)(6) 2018 the patient was re-admitted with gastritis and gastrointestinal hemorrhage. Surgery was performed on the lower esophagus the patient later died. The physician did not provide an assessment of the relationship between the device and the death. No additional information was provided.